Event description:
It was reported that insulin from the reservoir was leaking. No further information was provided.

Manufacturer narrative:
Inspected one opened/used reservoir and performed manual prime and high pressure test per specifications. Reservoir passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.